Manufacturer narrative:
MFR reference number: (B)(4).

Event description:
It was reported to nuvectra that the patient experienced back pain at the implant site. Subsequently, the stimulator was explanted.